Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone: (B)(6). Reporting institution phone (B)(6).

Event description:
The customer reported that there was a speaker fault messages displaying a "no audio present" with the system. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound and the speaker was defective. The customers device speaker was replaced to resolve the device issue.